Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to an empty reservoir. A low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm occurred 3 days later. The patient was asymptomatic. The device system was used to deliver bupivacaine, baclofen, and dilaudid. The cause of the event and interventions/treatment were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8590-9, lot# n240826, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, lot# j0056580r, implanted: (B)(6) 2000, product type: catheter. (B)(4).